Event description:
Tracheal bleeding was reported shortly after the pt was converted from a 3pt to a 5.0ped tracheostomy tube during routine replacement. Bronchoscopy was performed but no problems were detected. The device was inserted approx. 10/18/96 and removed 10/30/96. The device was replaced with a 3pt without further incident. The 5.0ped trach tube is not available for evaluation.